Event description:
The report states that they had an issue with two ez-io needles on the same patient. Once they drilled into the patient, they were unable to detach the needle stylet from the cannula. This resulted in two patients that could not have IV access due to the problem. The patient was transferred to ER, patient is fine. No sample available.

Manufacturer narrative:
Qn#(B)(4). The DHR file is not available for review in the us. The attached certificate of compliance certifies that the aforementioned lot meets the lake region medical/viant quality system requirements and specifications. This product has been manufactured and controlled by lake region medical/viant in accordance with the FDA qsr and iso 13485:2003. A lot control system assures the traceability of the product. Before final release, the lot has been tested by specified/biological controls. Lake region medical/viant cannot assume responsibility or certify the final product will conform to referenced standards if the customer alters, re-manufactures, or repackages it with other products. A review of the certificate of conformance found that the driver passed all the release criteria. The device was released in (B)(6)2019 and is approximately 1 year old. The complaint sample is not available for return. Functional testing and investigation activities cannot be conducted. The complaint root cause cannot be established. The complaint cannot be confirmed. No corrective/preventative actions will be assigned. The complaint sample is not available for return. Functional testing and investigation activities cannot be conducted. The complaint root cause cannot be established. The complaint cannot be confirmed. No further action required.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report states that they had an issue with two ez-io needles on the same patient. Once they drilled into the patient, they were unable to detach the needle stylet from the cannula. This resulted in two patients that could not have IV access due to the problem. The patient was transferred to ER, patient is fine. No sample available.